Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer administered a bolus via the pump to address bg level. The customer reverted to manual injections for insulin therapy.